Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10681; 0001825034-2018-10685.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. Subsequently the patient was revised due to unknown reasons.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable as it was not involved in the event and did not malfunction.. The initial report was forwarded in error and should be voided.

Event description:
Na.